Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient began to complain of lower extremity pain and nurse was unable to find doppler pulses anywhere on the leg. Additionally, after impella cp was placed the cath lab staff locked device. In ICU then noted touhy bourst valve was not locked, nurse proceeded to tighten it. Upon arrival to the higher care center, it was noted that touhy bourst valve again was not locked. Upon tightening nurse noted connecting point of touhy bourst valve would continue to turn 180 degree and attempted to rotate back end of sleeve to loosen tension by red plug and was unable to rotate sterile sleeve. It was further reported that the patient¿s urine had become red tinged upon arrival to the higher care center. The impella was explanted due to complications.

Manufacturer narrative:
The investigation of product damage (sleeve damage), limb ischemia, and hemolysis has been completed. Product damage - sleeve: the returned product was investigated and the touhy-borst valve was returned loose. However, it was able to be tightened and the catheter was locked in place while the valve was tight. The same was done to the valve on the proximal end of the sterile sleeve, and again, there were no abnormalities noted. It is unclear what was causing the team in the field to struggle to tighten the valves, however, based on returned product functioning properly, the root cause of the product damage was determined to most likely be a use issue. Limb ischemia: as all the necessary information was not provided, the root cause of the limb ischemia was not determined. Hemolysis: clinical details report that when being assessed after hospital transfer, the patient was exhibiting hemolysis symptoms by means of red urine. Pump position was checked, and the pigtail was contacting a papillary and the pump inlet was at the mitral valve. Blood products were not administered, and hemolysis symptoms resolved after the pump was explanted. Data log review showed that in the last 30 minutes of support, motor current modulation dropped and pump flows decreased while the pump was at p-7. There was a 30-second position in aorta alarm early in the case, however, it's does not appear to be related to the complication. Additionally, the placement signal (ps) was trending down while running at p-7, potentially shifting closer to the ventricle, supporting the report that the pump was contacting the mitral apparatus. However, it was not so deep to trigger a position in ventricle alarm. Returned product was investigated and there were no visual abnormalities noted. Based on the report of the pump contacting the mitral apparatus, trends of pump metrics in data logs, no visual abnormalities on returned product, and symptoms resolving after the pump was explanted, the most likely root cause of hemolysis was improper positioning. D9 date device returned to manufacturer added. H6 component codes 3038 and 4723 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27324.